Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. As received, a complete lead was returned in one piece. A guidewire was able to be fully inserted and removed from the lead without obstruction/restriction. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the guidewire could not be advanced through the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.